Event description:
While performing a CT guided biopsy of left lung mass the biopsy needle became jammed in the trocar. When the needle was pulled out it was bent and unusable. The CT guided left lung mass biopsy was successfully completed (5 core samples obtained) using another biopsy needle set. Post procedure x-rays showed a stable 10-15% pneumothorax without tension and patient was able to be discharged home. The biopsy needle was disposed of by staff (not returned to manufacturer). Cook product rep was notified via e-mail.